Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that after centrifugation with 9 bd vacutainer® ppt¿ plasma preparation tube k2e (edta) 9.0 mg the serum is not separating from the blood. Patient information and impact was not reported. The following information was provided by the initial reporter: the ppt tubes are not separating the serum from the blood.

Event description:
It was reported that after centrifugation with bd vacutainer® ppt¿ plasma preparation tube k2e (edta) 9.0 mg the serum is not separating from the blood. Patient impact was not reported. The following information was provided by the initial reporter: the ppt tubes are not separating the serum from the blood.

Manufacturer narrative:
The following fields have been updated with corrected information: b.5. Describe event or problem: it was reported that after centrifugation with bd vacutainer® ppt¿ plasma preparation tube k2e (edta) 9.0 mg the serum is not separating from the blood. Patient impact was not reported. The following information was provided by the initial reporter: the ppt tubes are not separating the serum from the blood. B.6. Relevant tests/laboratory data: patient ID - (B)(6). H.6 investigation summary: bd received 10 samples from lot 2347011 and no samples from lot 2166966. 5 photos for were also provided, but none show the ppt tube. The 10 samples received for lot # 2347011 are for a related complaint. Retention samples from lot 2166966 were visually inspected with no issues identified. Complaints for sample quality were not under statistical control for the month of august 2023, however, additional testing could not be completed as the lot expired 30jun2023. Bd quality will continue to monitor sample quality complaints. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.